Manufacturer narrative:
(B)(4).

Event description:
On 10/20/2015, abbott point of care (apoc) was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected hematocrit results on an (B)(6) patient presented in the emergency room with a gi bleed. The customer stated that the patient was treated off the I-stat result and was transfused with 1 unit of packed red blood cells. There was no repeat on I-stat and the customer states there were other factors /clinical picture of the patient contributing to the decision for the doctor to give the blood transfusion. There was no additional patient information at the time of this report. The customer states return product is available for investigation. (B)(6). At this time and based on the limited information available, apoc does not suspect a malfunction exits. However, the customer states that the patient was transfused based on off I-stat result and apoc believes an adverse event occurred. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/06/2016. Customer returns and retain product was tested and the customer complaint was not reproduced.